Event description:
It was reported that the patient heard beeping and went to the emergency room. The right ventricular lead impedance was high and there was oversensing. The lead integrity alert triggered. When the pocket was opened, the set screw connection was fine. R-waves were variable through the device and analyzer. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and there was electrical intermittency between the pin and cap. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix/lobe mechanism. The analyst noted that the blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.